Manufacturer narrative:
Title: irrigation and passive drainage of pancreatic stump after distal pancreatectomy in high-risk patients: an innovative approach to reduce pancreatic fistula source: langenbeck's archives of surgery (2020) 405:1233¿1241 https://doi.org/10.1007/s00423-020-02012-9/ published online: 21 october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study prospectively evaluated the technique of irrigation and passive drainage and the incidence of post-operative pancreatic fistula in patients undergoing distal pancreatectomy between 2015 and 2019. The stapler was used to transect the pancreatic parenchyma and the splenic vein. In some cases, device was used to dissect the short gastric vessels. There were 21 patients in the study and complications included: bleeding and perihepatic abscess which were treated by radiological drainage and antibiotics were required to resolve the issues.